Manufacturer narrative:
Evaluation summary: it is reported that the pt was revised due to experiencing two dislocations. The devices were implanted in (B)(6) 1998, and removed in (B)(6) 2012, making an in-vivo time of over 13 years. No devices or photos were returned for review so their condition is unk. Neither surgical notes nor x-rays are available to assess surgical technique, and component fit and orientation. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt underwent revision surgery after experiencing two dislocations. The first dislocation occurred when she fell in (B)(6) 2011. Her hip dislocated again in (B)(6) 2011.